Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus test. Concurrent conditions included dysfunctional uterine bleeding and menses irregular with excessive bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 1 day after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced muscle spasms ("bladder problems/muscle spasm and mixed stress and urge urinary incontinence"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), stress ("urinary problems/muscle spasm and mixed stress and urge urinary incontinence"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urge incontinence ("muscle spasm and mixed stress and urge urinary incontinence"), abdominal pain upper ("stomach pain"), hot flush ("hot flashes") and night sweats ("night sweats") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy full, salpingectomy bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction and abdominal pain upper had resolved and the muscle spasms, stress, fatigue, hormone level abnormal, weight increased, urge incontinence, hot flush and night sweats outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hot flush, menorrhagia, muscle spasms, night sweats, pelvic pain, stress, urge incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for : dysmenorrhea, dyspareunia, pelvic/abdominal pain, menorrhagia, bladder problems., urinary problems, fatigue, hormonal changes, weight gain. Current weight as of (B)(6) 2019: 155 lbs. Approximate weight at time of essure placement: 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: impression: 1. Three sub centimeter foci of decreased density in the liver, probably representing cysts although they are too small to accurately characterize. 2. This was not marked a CT pelvis, although images of the pelvis were also obtained. They show an enlarged retroverted uterus; the patient is status post essure procedure.. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion.. Pathology test - on (B)(6) 2016: final diagnosis: uterus with bilateral fallopian tubes. Benign endocervical resection margin. Endometriosis of posterior cul-de-sac. Benign endometrium with marked progesterone effect. Superficial adenomyosis. Small leiomyoma (0.8 cm). Right and left fallopian tubes with essentially normal morphology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs & mr received. Events: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), stomach pain, hot flashes, night sweats were added. Event bladder or urinary problems or changes was replaced with event muscle spasm and mixed stress and urge urinary incontinence. Event outcome was added for the events: stomach pain, apareunia, abnormal bleeding (vaginal). Concomitant and historical conditions were added. Lab data and reporter's information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy full, salpingectomy bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the bladder disorder, urinary tract disorder, fatigue, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for : dysmenorrhea, dyspareunia, pelvic/abdominal pain, menorrhagia, bladder problems., urinary problems, fatigue, hormonal changes, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: essure confirmation test (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, bladder/urinary problems, fatigue, hormonal changes, weight gain were added. Date of removal was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.